Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient unable to increase stimulation intensities on any group/program. An environmental or external factor was patient reported taking a boat ride on both saturday and sunday and states that the boat ride was extremely rough. Rep met with patient in office today. After interrogating battery, rep found contacts 3,5,7, and 8-15 to show being out on connectivity check. Impedances on the same contacts were all in the 30 ,000s. Rep tried programming on contacts 0,1,2,4, and 6. Most of the patients paresthesia was felt in her right ribs and abdomen and very little in her right thigh. Also, rep hit oor at low intensities of 1-2 ma. Additional details of wat happened was patient reported noticing right away that her pain relief was gone after the boat ride and that she couldn¿t increase her intensities. Provider updated on all findings. Provider sent patient for x-rays following the visit and plans to meet with the patient again on monday, (B)(6) 2022, to discuss a revision. Rep erased all programming but encouraged patient to keep stimulator charged.

Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot#: hg5cpmr, implanted: (B)(6) 2021, product type: accessory, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the rep reiterated previously reported issues about the pain relief stopping, contacts out. The patient had a lead revision on (B)(6) 2022. The doctor states that the leads appeared to be seated well and screwed into ipg. He unscrewed set screw and removed the leads. Then, he inserted them into a wens which also showed all contacts to be out. Once both old leads were removed, he implanted two new leads which then had good connectivity and impedances. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97792, lot# hg5cpmr, implanted: (B)(6) 2021, product type: accessory; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported cause was unclear however patient had just been on 2 very tough boat rides. Patient had x-rays on (B)(6) 2022 and is to follow up with managing physician on (B)(6) 2022 to discuss revision. Connectivity and impedance issues not resolved. To discuss revision with managing physician. Revision not scheduled at this time.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the rep reiterated previously reported issues about the pain relief stopping, contacts out. The patient had a lead revision on (B)(6) 2022. The doctor states that the leads appeared to be seated well and screwed into ipg. He unscrewed set screw and removed the leads. Then, he inserted them into a wens which also showed all contacts to be out. Once both old leads were removed, he implanted two new leads which then had good connectivity and impedances. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.